Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided information for a complete pump reset, and guided the customer through the process. After the reset, the error did not reappear, and the customer successfully started a new sensor session.